Manufacturer narrative:
Additional information from the user facility stated that no resistance was encountered during the use of the device prior to it becoming stuck in the thrombus. The physician had been attempting to cross the dilation with the device and microcatheter so that a stent could be placed to treat the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device confirmed that the device was fractured approximately 201.5cm from the proximal end. Scanning electron microscopy of the fracture surface demonstrated that the fracture site exhibited material elongation/reduction along with elongated dimple ruptures in a shear plane. No material anomalies were noted. Based on the product analysis, the device fractured due to tensile overload. Based on the investigation and the information provided, it is most likely that force was applied to the device, after it became stuck in the lesion, in an attempt to remove the device and this resulted in the reported broken tip. Therefore, it was concluded that operation context was the most likely cause of the reported event.

Event description:
It was reported that the tip of the device broke off and was in the thrombosed area of the dissected middle cerebral artery aneurysm. The tip was retrieved using a snare device and there was no reported clinical consequence to the patient.

Event description:
It was reported that the tip of the device broke off and was in the thrombosed area of the dissected middle cerebral artery aneurysm. The tip was retrieved using a snare device and there was no reported clinical consequence to the patient.

Event description:
The patient presented with a partially thrombosed fusiform dilation of the right middle cerebral artery m1 segment possibly due to a dissection. As the physician was attempting to cross the dilation, the device became stuck in the thrombus. The physician pulled and torqued the device in attempt to free the device from the thrombus and during this manipulation the tip broke off. The tip was retrieved using a snare device and there was no reported clinical consequence to the patient.